Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error that the date and time has reached value outside valid range error and hardware low level failures error and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected interprocessor communication error, the hardware rtc date and time disagrees with the software maintained date and time, hardware low level failures or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarms were noted. (B)(4).